Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and bowel dysfunction/sacral nerve stim. It was reported that the ins had shut itself off. The patient said they charged the ins every friday and never let it get below 10%. The patient said sometimes when they went to charge the ins, the ins battery was at 70% which told the patient the ins turned itself off. The agent reviewed checking the ins with the therapy app and the patient saw a power on reset (por) message. The patient was able to clear the por message and turn stimulation back on. The agent reviewed how to check the ins battery level. The agent recommended charging the ins more often.